Event description:
Consumer called with problems on their meter; meter is running high. Analysis run on clark error grid using competitive readings (73) as ref. Point vs. Bd readings (197) yielded data points in the c range of the grid, outside of acceptable limits.